Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to bacterial peritonitis manifested by cloudy effluent, fever, and abdominal pain. The break in aseptic technique was further described as not cleaning their area before starting pd therapy. On the same day as the onset, the patient was hospitalized for the event. On an unspecified date in the same month, the patient began treatment with unspecified intravenous (IV) antibiotics (drug name unknown) for bacterial peritonitis. Two days after the hospitalization, the patient's peritoneal effluent was clear; therefore the peritonitis was considered resolved. Hospitalization was ongoing till antibiotic treatment was completed. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.